Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not been returned to zmc for investigation. No deficiencies were alleged. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment/death. There is no indication of a device malfunction that caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient was in a rehabilitation center at the time of the event and that the facility staff initiated resuscitation. Review of the download data indicates that the patient experienced an asystole event, which is considered a non-life sustaining, non-treatable rhythm. During the asystole event, eight inappropriate shocks were delivered. At 22:09:17, sinus bradycardia at 20 bpm degrading to asystole was detected. At 22:52:37, an arrhythmia was detected but the ECG showed asystole with intermittent cardiac activity. At 22:53:35, the electrode belt released gel. Between 22:53:35 and 23:37:06, the patient received eight full-energy treatment shocks. The rhythm at the time of the first five shocks and post-shocks was asystole. The rhythm at the time of the last three shocks and post-shocks was asystole with intermittent cardiac activity. The patient was in asystole with CPR artifact from 23:41:21 until the electrode belt disconnection at 23:41:51 on 10:28:2017. Oversensing low-amplitude cardiac signal and intermittent cardiac activity contributed to the false detection. The response buttons were pressed after the last treatment was delivered. The response buttons functioned appropriately. The patient passed away (B)(6) 2017. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm at the time of the treatment shock.